Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 15 (the critical block and inverse critical block did not add to zero), pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error 15 and the customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Troubleshooting was also performed for pump error 23 and the customer was able to clear error and complete rewind process and it was also found that the error has occurred more than once after a battery change. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test and self-test. Unit successfully downloaded to thump. No pump error 23 or pump error 15 alarms noted during test. However, confirmed pump alarmed pump error 23 on (B)(6) 2025 21:20:11.000 and pump error 15 on (B)(6) 2025 21:20:09.000 due to software anomaly. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch. The p-cap/reservoir does lock properly. Confirmed pump alarmed pump error 23 and pump error 15 in the history files due to software anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.